Manufacturer narrative:
This report is submitted on february 20, 2023.

Event description:
It was reported that recipient's device was sparking. Replacement equipment was sent, and no reports of patient injury are associated with this event.